Event description:
The report received from the affiliate indicated after one inflation the physician could not get a 6mm 8cm 80 powerflex pro to come back out through a 5f cordis avanti sheath. There was no reported adverse event. The access site was the femoral. The balloon went through the same sheath for the first inflation and another balloon went through the same sheath after the complaint product.

Manufacturer narrative:
Additional information was received that it is unknown if the balloon re-wrapped properly after the first inflation but it appeared to under fluro. The balloon catheter did not kink while being used. The balloon catheter was removed with the sheath. Patient information is not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a physician could not withdraw a powerflex pro 6mm 8cm through a 5f cordis avanti sheath following a single inflation. There was no reported adverse event. The powerflex pro was removed together with the avanti sheath. The access site was the femoral. The balloon appeared to re-wrap properly as noted under fluro. The balloon catheter did not kink while being used. The same sheath was used to complete the procedure with another balloon catheter. Additional information such as vessel characteristics, contrast ratio and other procedural details are unavailable. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The reported ¿withdrawal difficulty-through guide/sheath¿ could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the limited information available for review it is not possible to determine what factors may have contributed to the reported issue. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
As reported, a physician could not withdraw a powerflex pro 6mm 8cm through a 5f cordis avanti sheath following a single inflation. There was no reported adverse event. The powerflex pro was removed together with the avanti sheath. The access site was the femoral. The balloon appeared to re-wrap properly as noted under fluro. The balloon catheter did not kink while being used. The same sheath was used to complete the procedure with another balloon catheter. Additional information such as vessel characteristics, contrast ratio and other procedural details are unavailable. One non sterile power flex pro 6.0mm x 8.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were inflation medium residues observed in the balloon. No other anomalies were observed in the returned device. Dimensional analysis for od proximal seal could be performed using the vernier as go ¿ no go at 1.88 mm, and the od proximal seal was found within specification since the od could be passed the 1.88mm. In addition, an attempt to perform insertion/withdrawal test was done with pf pro device and lab. Sample csi bts 5f resistance was felt during the test due to the balloon present accordion condition. Negative pressure was applied to the balloon with an in deflator however the balloons no pass through the lab sample csi bts 5f. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿pta system withdrawal difficulty-through guide/sheath¿ reported by the customer was confirmed through analysis of the returned device. While the exact cause could not be determined the resistance noted during analysis testing may have been due to the accordion condition of the balloon. The exact cause of the accordion balloon condition could not be determined. Based on the limited information available for review, factors contributing to the withdrawal difficulty of the device could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. However the complaint has been included in an ongoing investigation.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and the lot number was provided. Additional information is pending and will be submitted within 30 days upon receipt.